Manufacturer narrative:
E3: customer occupation = urology coordinator this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, an open-end ureteral catheter broke inside the patient. The device was placed with a ureteroscope and glidewire. The device was placed into the urethra through a scope and there was no difficulty advancing the device. The issue occurred at the bladder-ureter junction. All the broken pieces were retrieved from the patient's body with laparoscopic graspers. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event summary: as reported, during an unknown procedure, an open-end ureteral catheter broke inside the patient. The device was placed with a ureteroscope and glidewire. The device was placed into the urethra through a scope and there was no difficulty advancing the device. The issue occurred at the bladder-ureter junction. All the broken pieces were retrieved from the patient's body with laparoscopic graspers. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures. Additionally, a visual inspection of the device was conducted. One partial open-end ureteral catheter was returned to cook for evaluation. A portion of the catheter was not returned. Part of the catheter was split and twisted in a spiral appearance. The catheter also had an appearance of shearing near where the split started. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records found no other complaints reported for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. A review of relevant manufacturing and quality control documents was conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The IFU, t_urecat_rev1, packaged with the device contains the following in relation to the reported failure mode: "precautions avoid bending or kinking the catheter prior to placement. Doing so could damage the integrity of the catheter and result in patient injury. If you encounter resistance while advancing or withdrawing the catheter, stop. Determine the cause of the resistance before proceeding. Do not withdraw catheter while deflected in cystoscope/endoscope." Based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded a specific cause of the complaint cannot be established. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.